Manufacturer narrative:
Concomitant medical products: product ID: 8596sc,serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received who was receiving an unknown drug at the time of the event via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. The patient reported that there was nothing wrong with the pump but the abdominal hernia and mesh were causing the pump to move so it was taken out (total system explant) and a new pump and catheter was placed in (B)(6) 2015; the new pump was placed on his right side above his belt line. The patient experienced drug withdrawal when the dose was intentionally being reduced prior to having pump removed. The patient also reported he has a history of pancreatitis in 1989 and has vascular problems and nerve damage in his legs